Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that there were high thresholds, no capture, and no sensing in bipolar, with r-waves of 1-2 mv in unipolar. The rv (right ventricular) lead was programmed off pending a future lead revision. No patient complications have been reported as a result of this event.